Manufacturer narrative:
(B)(4): information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information has been requested. A supplemental report will be sent upon receipt of further detail.

Event description:
It was reported that post-op to a laparoscopic gastric bypass procedure, bleeding occurred. It is unknown how long after the procedure the problem had occurred but is believed to be within 24 hrs. The problem was confirmed during an esophagogastroduodenoscopy procedure. The patient required 6 units of blood and the issue was resolved without additional surgery. No device problem was noticed at time of surgery. Device was discarded. (B)(6).